Event description:
The pt experienced stent thrombosis to the left anterior descending artery (lad) causing a myocardial infarction (mi). It was treated with a triple coronary artery bypass graft (CABG).

Manufacturer narrative:
Additional info will be submitted within 30 days upon receipt.